Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, the device had no seal. There was no regrasp alert nor evidence of energy delivery, but there was an end tone heard. Another ligasure device was used to complete the procedure. There was no blood transfusion necessary. The tissue being sealed was the uterine and there were four good seals before the problem occurred. There was no patient injury.